Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer initially reported complaint for erratic results via e-mail. The customer was contacted on (B)(6) 2016 to have more information, the customer stated she was concerned since she was getting high results when she performed the blood glucose test. Based on (B)(6) 2016 follow-up call, complaint was changed from erratic to high. The customer is concerned with tests results from results obtained of 315, 205 and 290 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results during the follow-up call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is ()b)(6) 2016. The meter memory was reviewed for previous test result history(date/time unknown) : (B)(6). Memory concerns: customer concerned with the 5 results provided in the meter's memory. Customer is not having any symptoms regarding high blood results at this time. She takes her blood test fasting. There has not been any changes in her diet or exercise regiment.